Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, this electrode exhibited impedances up to 235 ohms. Several attempts were made to check the connection, massaging and flushing the pocket and eliminating excess fluid. Fluoroscopy was performed to check the system position in which no findings were noted. It was thought that this electrode had been resting on the sternal plate of under the fat of this patient. Ultimately, a different electrode was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, this electrode exhibited impedances up to 235 ohms. Several attempts were made to check the connection, massaging and flushing the pocket and eliminating excess fluid. Fluoroscopy was performed to check the system position in which no findings were noted. It was thought that this electrode had been resting on the sternal plate of under the fat of this patient. Ultimately, a different electrode was implanted and remains in service. No additional adverse patient effects were reported.